Event description:
Nurse did a heel stick on her patient using a bd quickheel micro lancet and when she was cleaning up her supplies after the procedure she was cut by the lancet blade that did not fully retract into the casing. The employee received a small cut on her finger. Employee following up for exposure/puncture. Lancet was manufactured to retract into case and in this instance it did not.======================manufacturer response for lancet, bd microtainer quikheel premie lancet (per site reporter).======================sent a new box of the device and collected the remaining lancets from the original box.